Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed off no power test, self test, unexpected restart error test, and displacement test. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Unable to complete functional test including occlusion, prime, and excessive no delivery alarm test due to prime alarm. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported by nurse (B)(6) and the customer's mother, that the customer had high blood glucose levels of 400 mg/dl. It was stated that the customer was on the way to the hospital. Unable to troubleshoot. No additional information was provided.